Event description:
This pt awoke with nausea, vomiting and diarrhea. The pt developed a fever that increased during the day. Their parent brought them to the e.r. After noticing their lips were blue. The pt presented in the ER with high fever (104f), tachycardia (p=120), resp=20, and low blood pressure (98/51). The pt complained of mild back pain (3+right flank pain) and thirst. The pt had a mild cough and sob consistent with history of asthma. In the ER, the pt developed a rash that rapidly spread over their entire body. Diagnostic impression: 1)fever, 2)sepsis, 3)consider tss, 4)urosepsis with pyelonephritis, 5)consider infectious diarrhea (e. Coli?), 6) dehydration. Aggressive IV therapy with ancef 2 gm and hydrocortisone was initiated and the patient transported to the care unit.